Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred when customer was attempting to deliver bolus. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 148 mg/dl.